Event description:
Additionally healthcare professional the event fever due to uti is considered non-device related. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code : f2203 - imaging.

Event description:
Healthcare professional reported, left side deflation. And exchange from textured to smooth implants, due to the patient's concern with the product. Additionally healthcare professional reported, the event of fever, due uti is considered non-device related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, white calcification on the surface of the shell 10%, brown particles on the surface of the shell. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on radius assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patient's concern with the product. Additionally healthcare professional reported the event of fever due uti is considered non-device related. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient's concern with the product.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patient's concern with the product. Device remains implanted.